Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for the reported condition will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate (B)(4) device had ruptured during patient use. The patient was being treated for rectal carcinoma. The device was filled with irinotecan (155mg) in 400ml of sodium chloride. According to the report, the reservoir ruptured near the end of infusion. There is no report of patient injury or medical intervention. The patient was not receiving any other drugs through the patient's port. No additional information is available.